Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was difficult to charge and had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.